Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no history from the time of the reported event was available due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates for the available date range. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient claimed he had elevated blood glucose results. The patient obtained blood glucose results of 394, 337, 465, and 527 mg/dl on (B)(6) 2011 at 4 pm, 6 pm, 8 pm, and 10 pm respectively. The patient did not have any symptoms that would suggest acute complication of diabetes at the time of concern. He reportedly corrected the elevated blood glucose readings with 4.76 units, 3.75 units, and 3.6 units at 4 pm, 8 pm, and 10 pm. The patient reportedly changed the insulin dispensing site at 8 pm on (B)(6) 2011. On the morning of (B)(6), 2011, her blood glucose was lowered to 91 mg/dl. During troubleshooting, the animas representative confirmed the animas pump was setup correctly with the basal segment programmed accordingly. The date and time was set appropriately. The issue was resolved with the insulin site change. This complaint is being reported because the patient allegedly had a hyperglycemic episode while managing his diabetes with the animas pump. Although there is no evidence that the animas product malfunctioned; user error cannot be completely ruled out. Hence, this complaint is being reported.